Manufacturer narrative:
H10: device evaluation: two (2) picture were attached and reviewed. Picture one shows the label of a pediatric tracheostomy tube. Picture two shows a tracheostomy tube over a bag with the date and statement possible fault with cuff unable to inflate/deflate. The reported failure mode is not visible from the provided pictures; the complaint is not confirmed. No product was returned for analysis and no other analysis was performed. No root cause can be determined from the pictures submitted. No corrective actions were performed since the root cause cannot be determined from the pictures provided. The manufacturer will continue monitoring this failure condition in this product for future escalation. No fault was found. A device history record (DHR) could not be performed in that no specific product was identified. No serial number was provided. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No lot number was provided for device history record review.

Event description:
It was reported that two tracheotomy tubes were faulty. The plastic in the pilot used to inflate the cuff became dislodged and went into the pilot, subsequently inflation and deflation of the cuff was not possible. No patient injury was reported.